Event description:
Microtip did not reach patient. I have the microtip and will be sending back for a replacement tenex can send directly to the account.

Manufacturer narrative:
Unit was received for eval. Refer to eval number (B)(4)- could not duplicate malfunction. Test 002. The DHR for microtip lot 18413-06 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. (B)(4).